Event description:
It was reported that post implant of the right ventricular (rv) lead and while the patient was in recovery room, the patient¿s heart rate started to drop to 25bpm. The patient received CPR and external pacing. The device interrogation showed no capture on the rv lead. It was questioned there was a possible lead dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. (B)(4).